Event description:
It was reported that during a ptca procedure, the flextome cutting balloon catheter became stuck on the choice floppy guidewire. The lesion being treated was located in the right coronary artery. After advancing the flextome cutting balloon, an attempt was made to exchange the choice floppy guidewire; however, the flextome balloon catheter became stuck on the wire. The flextome balloon catheter and choice floppy guidewire were removed as a unit. There were no patient complications reported, and the procedure was completed with another of the same device. Patient status was reported as 'okay'.